Manufacturer narrative:
This follow-up MDR is created to document the analysis of the returned device, update device information and updated codes. Disregard previous follow-up submitted in error. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation on the posterior side of the pump body in the exhaust tube area. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated indicating stress was exerted. Abrasion was noted on one exhaust tube and the inlet tube of the pump. The inlet tube and connector were detached to allow testing to the pump component. No functional abnormalities were noted with the detached inlet tube or connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on the one exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning then most likely caused excess stress to the pump body resulting in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the analysis of the returned device, update device information and updated codes. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation on the posterior side of the pump body in the exhaust tube area. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated indicating stress was exerted. Abrasion was noted on one exhaust tube and the inlet tube of the pump. The inlet tube and connector were detached to allow testing to the pump component. No functional abnormalities were noted with the detached inlet tube or connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on the one exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning then most likely caused excess stress to the pump body resulting in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, crack in the tubing above the pump.